Event description:
It was reported that tandem mobi pump generated cartridge alarm and customer experienced repeated issue with same cartridge as in prior case. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed alarm, verified pump was not exposed to magnets and issue did not occur during loading, then assisted customer in loading new cartridge using proper technique, after which customer successfully resumed insulin therapy, issue was resolved, and customer was advised to follow up if problem recurred.